Event description:
While performing a stent placement in a pt, the cordis optapro 12 mm x 3 cm balloon catheter did not inflate correctly, the merit in deflator being used, broke and the stent was not deployed in the correct position. The stent was eventually placed in a position that did not compromise the pt although it was not in the originally planned position. On inspecting the balloon after a test inflation, it was determined that the balloon's inflation mechanism was defective.